Event description:
It was reported that the patient presented for a generator change procedure for an elective replacement indicator. Prior to the procedure, it was found that the pacemaker was in back-up vvi mode.  The pacemaker was failing to be interrogated via radio frequency (rf) telemetry. Programming changes were made. The pacemaker was explanted and replaced. The patient was in stable condition.